Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5074388) on 30-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("coil was found in uterus") and genital haemorrhage ("pain with heavy bleeding") in a female patient who had essure (batch no.(B)(4)) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and multivitamins, plain (multi-vitamin). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain with heavy bleeding"), menstruation irregular ("sporadic periods"), emotional disorder ("emotional problems") and back pain ("bad severe back pain"). The patient was treated with surgery (she underwent total hysterectomy to remove it). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menstruation irregular, emotional disorder and back pain outcome was unknown. The reporter provided no causality assessment for back pain, device expulsion, emotional disorder, genital haemorrhage, menstruation irregular and pelvic pain with essure. The reporter commented: an hospitalization required intervention, other serious important medical event was mentioned but not specified and/or assigned to one of the events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5074388) on 30-jan-2018. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("coil was found in uterus") and genital haemorrhage ("pain with heavy bleeding") in a female patient who had essure (batch no. D13378) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and multivitamins, plain (multi-vitamin). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain with heavy bleeding"), menstruation irregular ("sporadic periods"), emotional disorder ("emotional problems") and back pain ("bad severe back pain"). The patient was treated with surgery (she underwent total hysterectomy to remove it). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menstruation irregular, emotional disorder and back pain outcome was unknown. The reporter provided no causality assessment for back pain, device expulsion, emotional disorder, genital haemorrhage, menstruation irregular and pelvic pain with essure. The reporter commented: an hospitalization required intervention, other serious important medical event was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.